Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2024 has been used as a placeholder. D4 - multiple lot#s were presented as possible. Lot#: 14036489. Expiration date: 6/1/2029. Manufacturing date: 6/5/2024. Lot#: 14108130. Expiration date: 8/1/2029. Manufacturing date: 8/13/2024. Lot#: 13986462. Expiration date: 4/1/2029. Manufacturing date: 4/30/2024. Lot#: 14095253. Expiration date: 7/1/2029. Manufacturing date: 7/30/2024. Lot#: 14036491. Expiration date: 6/1/2029. Manufacturing date: 6/4/2024. Lot#: 14015427. Expiration date: 5/1/2029. Manufacturing date: 5/20/2024. Lot#: 14015426. Expiration date: 5/1/2029. Manufacturing date: 5/20/2024. Lot#: 13887467. Expiration date: 2/1/2029. Manufacturing date: 2/1/2024. Lot#: 14079294. Expiration date: 7/1/2029. Manufacturing date: 7/15/2024. Lot#: 14079293. Expiration date: 7/1/2029. Manufacturing date: 7/18/2024. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to microclave® clear neutral connector that experienced leakage. The reporter stated that there was leaking on the mc100- microclave¿ clear neutral connector. Photos enclosed to lot numbers were seen in the nicu supply room, and 3 samples from the nicu supply 13859834,14108130, 13871820 were obtained, but there are multiple possible lot numbers. The event date is ongoing approximately for one calendar year. Status was during patient use. Sample is available for evaluation. There was patient involvement, no human harm and unknown in delay in therapy.

Manufacturer narrative:
Received one opened/unused list# mc100, microclave¿ clear neutral connector; lot# unknown. No visual damages or anomalies were observed. Also received one (new list# mc100, microclave¿ clear neutral connector; lot# 13971820. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned samples were tested and performed to product specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.